Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemicolectomy. The stapler would not release and was still attached to the anastomosis. The surgeon had to excise the stapler from the bowel and had to redo the entire anastamosis, extending the operating room time by 20 minutes. Tissue loss was reported. No reinforcement material was used.